Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-9218-15, serial #: (B)(4), description: precision m8 adapter, 15cm.

Event description:
A report was received that the patient had developed a new right flank pain which worsened when the stimulator was turned on. It was noted that the patient underwent a lead revision procedure wherein a lead was added on the right side of her anatomy. However, they were unsuccessful in placing the lead in due to scar tissue and that there were complications during the procedure including csf leak and dropping of patient's blood pressure. The patient was prescribed medication for the csf leak and was kept in the hospital overnight to monitor her heart rate. No device malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that the patient was scheduled for a series of injections.

Event description:
A report was received that the patient had developed a new right flank pain which worsened when the stimulator was turned on. It was noted that the patient underwent a lead revision procedure wherein a lead was added on the right side of her anatomy. However, they were unsuccessful in placing the lead in due to scar tissue and that there were complications during the procedure including csf leak and dropping of patient's blood pressure. The patient was prescribed medication for the csf leak and was kept in the hospital overnight to monitor her heart rate. No device malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient had developed a new right flank pain which worsened when the stimulator was turned on. It was noted that the patient underwent a lead revision procedure wherein a lead was added on the right side of her anatomy. However, they were unsuccessful in placing the lead in due to scar tissue and that there were complications during the procedure including csf leak and dropping of patient's blood pressure. The patient was prescribed medication for the csf leak and was kept in the hospital overnight to monitor her heart rate. No device malfunction was suspected. The patient was doing well post-operatively.